Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after transseptal puncture using another manufacturers product's, the flexcath sheath was placed. The physician proceeded with the flexcath. During preparation for the cryo catheter, a decrease in the patient's blood pressure was observed, and x-ray imaging indicated the heart was not contracting effectively. A echocardiogram was performed and revealed a pericardial effusion. Pericardiocentesis was immediately performed to treat the pericardial effusion. The procedure was aborted. The patient was stabilised and transferred to the intensive care unit with drainage. Hospitalisation was extended due to the event. No further patient complications have been reported as a result of this event.